Manufacturer narrative:
The product involved with this event was requested to be returned for analysis, but it has not been returned. The endowrist stapler 45 system instruments and accessories user manual addendum states: caution: always close the jaws and straighten the wrist of the stapler before introducing or removing the instrument through the cannula.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the disposable stapler sheath accessory tore and a fragment fell into the patient. The fragment was retrieved, a backup accessory of the same type was used, and the procedure was completed with no reported injury. Reportedly, the stapler instrument's wrist was bent and an internal clash with the adjacent cannula tip occurred. The stapler sheath is a single-use disposable accessory intended to cover the stapler wrist and the lower shaft to prevent tissue from being drawn into the moving/rotating components of the instrument. An installation tool (packaged with the sheath) aids in installation, removal and repositioning of the sheath. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the surgeon intended to remove the endowrist stapler 45 instrument from the patient after firing the stapler instrument on tissue. The stapler sheath was correctly installed on the stapler and intact. The surgeon failed to straighten the wrist correctly and failed to keep the jaws of the instrument closed before instructing bed-side assistant to remove the instrument. Straightening the wrist was visually advised by the instructions on the screen before any action was taken. The bedside assistant attempted to remove the instrument from the arm; however, the bent wrist was jammed against the cannula tip. A high use of force was required from the bedside assistant and nurse to finally remove the stapler from the patient and robot arm. A fragment of the stapler sheath was visualized inside the patient, and was retrieved and removed laparoscopically by the bedside assistant. The torn sheath on the instrument was removed, and examined next to the fragment. The bedside assistant, nursing team, surgeon agreed the sheath was intact and no fragment was left inside the patient. The torn edge of the main segment of the fragment matched the torn edge of the smaller fragment that fell inside the patient. The stapler sheath accessory was replaced on the same stapler instrument and the procedure was completed with no reported injury.